Event description:
It was reported the bd vacutainer® one use holder had molding defect sharp protrusions during use. The following information was provided by the initial reporter: the customer stated ¿during blood collection, an hcp found a burr on the single-use holder, which caused finger pain."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-13. H.6. Investigation summary: bd received a sample and 6 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for burr on the mold (gate stub) with the incident lot was observed. Additionally, the customer sample were evaluated by visual examination and the indicated failure mode for burr on the mold (gate stub) with the incident lot was not observed as all product specifications were met. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer one use holder had molding defect sharp protrusions during use. The following information was provided by the initial reporter: the customer stated ¿during blood collection, an hcp found a burr on the single-use holder, which caused finger pain."